Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgery on (B)(6), 2023 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-00295. It was reported that the patient experienced ineffective stimulation. Troubleshooting revealed high impedance on the l5 lead and low impedance on the l4 lead. As a result, surgical intervention may be undertaken at a later date.